Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2009. Patient experienced persistent severe pain and discomfort in his right hip, groin, and thigh, which has increased over time; stiffness, decreased range of motion, difficulty with activities of daily living, and substantially elevated, if not toxic, levels of cobalt metal ions in his bloodstream. Patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. Patient is currently scheduling to have the asr implant explanted.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2009. Patient experienced persistent severe pain and discomfort in his right hip, groin, and thigh, which has increased over time; stiffness, decreased range of motion, difficulty with activities of daily living, and substantially elevated, if not toxic, levels of cobalt metal ions in his bloodstream. Patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. Patient is currently scheduling to have the asr implant explanted. Update: 11/16/2011 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.